Manufacturer narrative:
Correct event date entered.

Event description:
It was reported that patient had swelling and lack of flexion. Diagnosis was arthrofibrosis; treated with open lysis of adhesion.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.